Event description:
It was reported that following a treatment procedure during which a wallstent-uni endoprosthesis was placed, the pt died. The wallstent was placed in the superior vena cava, 1.5 centimeters above the pt's right atrium to treat superior vena cava syndrome caused by small cell lung cancer. It is noted that the superior vena cava was almost completely occluded. The stent was deployed without difficulty and the procedure was successful. Approximately two hours after the procedure, the pt died. Review by a pathologist revealed that a strut on the distal end of the stent had perforated the superior vena cava, causing bleeding into the pericardium. This led to pericardial tamponade and pt death.

Event description:
It was further reported that no difficulties were encountered with deployment of the stent. The stent was not repositioned during the procedure. The superior vena cava was being compressed from outside the vessel by a small cell lung cancer. The pateint was not on thrombolytics and was not receiving chemotherapy. The cause of death was perforation of the superior vena cava with hemopericardium.